Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects angina, fever, dyspnea, and infection are known observed and potential adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previous filed medwatch report new information received via article as follows: the patient presented to the hospital with a low grade fever, stable angina, a dry cough and exertional dyspnea. Pneumonitis due to everolimus was diagnosed . Corticosteroid therapy was initiated and continued for 6 months. No recurrence or deterioration has developed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported infection is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported by the physician from the department of respiratory medicine that the unk xience v stent was implanted in the patient at the hospital, in (B)(6) 2011, and that the patient exhibited the symptoms of interstitial lung disease. No additional information was provided.

Event description:
Subsequent to the initial medwatch reported, it was reported by the physician from the department of respiratory medicine that the xience v stent was implanted in the patient at the hospital, on (B)(6) 2011, and the patient was discharged on (B)(6), 2011. On an unknown date in (B)(6) 2011, the patient exhibited the symptoms of interstitial lung disease. No additional information was provided.